Manufacturer narrative:
This device will not be returned to the manufacturer. Therefore, an investigation cannot be performed. There are no other complaints for this lot or model number.

Event description:
A piece of heat shrink became detached from the tip and fell into the patient. The piece was retrieved.